Event description:
The customer contact reported the patient received medication faster than intended. The primary line of the pump was programmed to deliver total parenteral nutrition (tpn) at a rate of 62ml/hr, with a vtbi (volume to be infused) of 1497ml, for a duration of 24 hours, and delivery was started. After 19.5 hours, it was noted that the delivery was complete which was 4.5 earlier than expected. The pump programming was checked by the pharmacy and the ward supervisor. The physician was notified. Lab work was drawn, "mainly looking for the glycemic level" which was reported to have "no alterations." There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device delivered faster than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.